Manufacturer narrative:
The sub-assembly in question is a monitoring line (a560 lot number unk). This subassembly is incorporated into the finished product (sx550193a) by medex medical, a subsidiary of medex in a foreign country. The subassembly is molded and manufactured by medex. The finished product is futher assembled, packaged and sterilized by medex medical. One sample was returned with the female luer lock separated from the tubing. There is no evidence of solvent being applied during the manufacturing process. It appears that during the inspection process, the operator inadvertently placed the part in the incorrect personnel. This issue is being monitored. As the lot number was unk to the customer, lot history review is not available. Medex was able to confirm this issue and determine a cause. No additional action necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that, the female luer lock came off of the tubing. There was no patient injury or treatment as a result of this event. This was reported by hospital for sick children to medex medical.